Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that tubing was cracked. Although requested, no additional event and/or patient information was provided.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). The customer¿s report that tubing was cracked was confirmed due to a crack in the female luer. Visual inspection observed a lateral crack in the female luer wall located at the top end of the female luer opposite of the luer gate. No signs of over torque or other issues were observed. The female luer crack was investigated and it was determined to be a result of internal stresses created during the manufacturing process that make it more susceptible to chemical/mechanical attacks and the materials used during molding. The pca set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Functional testing was performed and the set leaked from the cracked female luer. No other leaks were observed throughout the set. The root cause of the female luer crack was identified to be a result of internal stresses created during the manufacturing process that make it more susceptible to chemical/mechanical attacks and the pvc materials used in the new female luer.

Event description:
It was reported that tubing was cracked. Although requested, there has been no impact to patient response or additional event information made available to date.